Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Juice was consumed to treat bg. Reportedly, due to unfamiliarity with the pump features, the customer did not realize that the pump continued to deliver insulin even when the continuous glucose monitoring system is suspended. The customer delivered a manual injection which decreased bg. Tandem technical support educated the customer on the pump features. The customer acknowledged and understood the information.